Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/10/2015 and found obstructed tubing through pinch valve (lv8). The fse removed the obstruction which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported a clear fluid leak of approximately 3ml from a coulter act diff analyzer during instrument startup. The leak was not contained within the instrument. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.